Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on 1/1/2026. The patient experienced a sensor failure followed by a hypoglycemic event. On (B)(6) 2026, the patient reported symptoms of nausea, dizziness, and headache. Upon checking their continuous glucose monitoring (cgm) device, they noted that the sensor had failed. The last recorded cgm reading prior to the failure was 140 mg/dl. The patient did not have access to a blood glucose meter and contacted emergency services. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 40 mg/dl. The patient was treated with a glucagon injection. No additional treatment was required, and the patient was not transported to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient continued to feel unwell. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.